Event description:
During a periodic programming history review, it was observed that high impedance was detected on the patient's generator during a system diagnostic test. The patient's epilepsy nurse indicated that the patient's lead impedance had previously been high and resolved itself. It was reported that the patient had a chest x-ray performed during their last occasion of high impedance and there was reportedly no concern observed. The x-rays have not been received by the manufacturer to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.